Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the hose of the motor device had a cut where the muffler attaches to the hose was confirmed. An assessment was performed and it was determined that the hose is cut near the muffler area, the modified set screw was loose, and oil was found between the swivel assembly. It was further determined that the device failed pretest for loctite assessment, safety assessment, rotational speed assessment, and oil leak assessment. It was determined that the assignable root cause of the loose screw, the low power, and the oil leak was due to wear from normal use. The assignable root cause of the failed safety assessment was due mishandling of the device by locking the unit while it is running, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that the hose of the motor device had a cut where the muffler attaches to the hose. During in-house engineering evaluation it was observed that the device failed pretest for safety assessment, rotational speed assessment, and oil leak assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.